Manufacturer narrative:
E1 initial reporter establishment name: (B)(6). The reagent lot number is 81203801 with an expiration date of 30-apr-2026. The qc and calibration were within specifications. General reagent issues were excluded. The field service representative fixed a loose syringe, replaced and adjusted the mixer, replaced and adjusted the probe, and disassembled and reinstalled the syringe pump with a new seal. He adjusted the water pressure, filling volumes of the washing station, and the needles/probes. Checks were performed with acceptable results. After service, no issues were reported by the customer. The investigation determined the service actions resolved the issue.

Event description:
There was an allegation of questionable creatinine jaffe gen.2 results for 1 patient sample on a cobas c 503 analytical unit. The initial result was 17 mol/l. The repeated result was 87.1 mol/l. The questionable result was not reported outside the laboratory. The customer has an alert set to repeat samples with low results.